Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, lot/serial# (B)(6), implanted: (B)(6) 2015, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that a manufacturing representative (rep) fixed the problem for the patient by reprogramming the implant. The patient was told that the lead wire may have broken when the patient fell last year. The patient was reprogrammed and was given a new hand held device which solved the problem because the old one wasn't working anymore. The patient reported the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported reason for call is to meet with a rep for reprogramming. The patient initially alleged that the ins "has died" because she is very uncomfortable and in pain. Patient then said that she lost all of the nerves in her legs, so she doesn't have feeling, which is why she has the ins to begin with. The patient was only able to feel therapy if she bends over "in a certain way", and she is able to recharge the ins with no issue. It was reported that the ins was not staying on every day. The ins was turning off and on all day. The rep was helping with that and said that was normal with aging and growth on the spinal cord. The patient said somehow their left leg was too high and now they wanted it lower.